Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 52mm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter is 24mm and 20mm in length. The proximal diameter of the right iliac artery is 10mm and 12mm in diameter at the distal end. The proximal diameter of the left iliac artery is 17mm and 11mm in diameter at the distal end. It was noted during the index procedure that the patient had a heparin allergy; therefore, the physician used a drug called argatroban for anti-coagulation. Bilateral countdowns were done and the procedure was completed with main body from left and contra lateral limb from right. The limb extension (16x16x93) was used on the left side. The completion angiogram showed a perfect result. Before closing the groins, the physician checked pulses on both legs. The right leg was fine and the left leg had no distal pulses. The physician performed a left lower extremity angiogram to see the issue and a mid sfa occlusion was identified due to a clot. It also showed the patient had a big sfa aneurysm. The physician was able to get a wire past the clot and placed 3 stents to re-open distal flow. The distal sfa was ballooned and the distal angiogram also showed the patient had some clot in it as well. The physician added a stent. The procedure was completed successfully and the leg had pulses again. During the procedure it was noted that the patient¿s blood pressure dropped to 60/40; however, the physician was unable to determine the cause. The physician noted that a possible cause for the clot was caused by pressure allowing the sfa aneurysm to clot and the patient was not anti-coagulated enough, or if a piece of clot was showered distal due to diabetic disease. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
(B)(4).